Event description:
It was reported that the surgeon could not break off the tabs of the setscrews during tightening in the multi-axial screws. The surgeon eventually broke off the tabs outside of the screws and completed the surgery with no further complications. No patient complications were reported.

Manufacturer narrative:
The devices were not returned to medtronic for evaluation. Unable to determine cause of the event.